Event description:
A customer reported that a system message was displayed when changing to air substitution, which discontinued irrigation and aspiration. The issue was resolved after rebooting the system and replacing the cassette. The procedure was completed with no impact to the patient. The facility advised there is no additional information available.

Manufacturer narrative:
A sample has been sent by the facility but has not yet been received at the manufacturing site. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).